Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transverse and descending colectomy procedure, while transecting the colon, the device had an incomplete staple line and staples did not form complete closed staples across the entire staple line. Surgeon needed to resect and re-staple the staple line with the use of another stapler of the same model.